Manufacturer narrative:
The field service engineer determined there were missing o-rings in the electrode housing, causing erratic ise recovery. The electrode compartment was inspected and the o-rings were replaced. An ise check, calibration, and controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. Data was provided for one patient sample with discrepant results for ise indirect na, cl for gen.2. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 115 mmol/l. The sample was repeated and resulted in a na value of 112 mmol/l. The sample was also repeated on a second analyzer, resulting in a na value of 137 mmol/l. The repeat value was deemed correct. The sample initially resulted in a cl value of 79 mmol/l. The sample was repeated, resulting in the same cl value. The sample was also repeated on a second analyzer, resulting in a cl value of 95 mmol/l. The repeat value was deemed correct. The na and cl electrode lot numbers and expiration dates were requested, but not provided.